Manufacturer narrative:
B5. Additional event description added. D6b. Explantation day, month and year. H6. Medical device problem code added.

Event description:
Additional information was provided that reported the impella was explanted on (B)(6) 2026 and patient was bridged to a transplant. The patient survived the explant.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the patient remains on impella support and is currently listed for transplant. It was further reported that the treating team plans to retain the device upon explant. The sales representative also clarified that there was no hemolysis observed during the course of the event. A hematoma was reported; however, it resolved without intervention.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the injury was not determined due to insufficient clinical details and product returned. The cause of the low or blocked pump flow cannot be established. The cause of the placement signal issue cannot be established.

Manufacturer narrative:
Additional information was received and captured in the updated clinical narrative populated to b5 event description. Following this update complaint coding was revisited and updated accordingly. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.

Event description:
Clinical narrative update: additional information received on 04 may2026: this patient remains on support and is listed for transplant. The patients care team is aware to retain the pump, once explanted. On (B)(6) 2026 despite many repositionings and multiple ttes to confirm appropriate depth and orientation, preload and rv function, continues to alarm multiple times an hour suction despite p4 through p8. Alarm does not resolve with volume or p level drops. Decision made by team to silence suction audio alarms. Team are aware to have a higher suspicion for positioning assessment and hemolysis lab trending. There was no hemolysis, there was a hematoma. It self resolved and no intervention was required. Placement signal issue complete loss of aortic placement signal. Additional information received on 04 may2026: this patient remains on support and is listed for transplant. The patients care team know to retain the pump, once explanted. On (B)(6) 2026 despite many repositionings and multiple ttes to confirm appropriate depth and orientation, preload and rv function, continues to alarm multiple times an hour suction despite p4 through p8. Alarm does not resolve with volume or p level drops. Decision made by team to silence suction audio alarms. Team are aware to have a higher suspicion for positioning assessment and hemolysis lab trending. There was no hemolysis, there was a hematoma. It self resolved and no intervention was required. Placement signal issue complete loss of aortic placement signal. A 70-year-old female with cardiomyopathy and a pre-support clinical state consistent with scai shock stage c was supported with an impella 5.5 pump implanted on (B)(6) 2026 at approximately 16:00 via axillary access. During ongoing support, the device reportedly generated frequent suction alarms occurring multiple times per hour despite multiple repositioning attempts and serial transthoracic echocardiograms performed to confirm appropriate pump depth and orientation, as well as assessment of preload and right ventricular function. Suction alarms persisted across p-levels p4 through p8 and did not resolve with volume administration or reductions in p-level. The clinical team elected to silence the suction audio alarms and reported maintaining heightened vigilance for pump positioning assessment and trending of hemolysis laboratory values. The patient developed a hematoma at the axillary access site. A pressure bag was placed, and a bivalirudin infusion was temporarily held. Cardiothoracic surgery evaluated the patient and determined no intervention was required, after which anticoagulation was resumed. Imaging was used to assess pump position and was reported as appropriate. Based on the information provided, this event involved persistent suction alarms during impella 5.5 support despite confirmed appropriate positioning and troubleshooting. The patient experienced an access-site hematoma, which was reported as a patient injury and attributed to impella support, with the hematoma identified as a contributing factor. Hemolysis pending lab values. No device removal or surgical intervention was required, and the patient remained on support. The device outcome involvement and failure mode could not be conclusively determined based on the available information. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Event description:
Clinical narrative: a 70-year-old female with cardiomyopathy and a pre-support clinical state consistent with scai shock stage c was supported with an impella 5.5 pump implanted on (B)(6) 2026 at approximately 16:00 via axillary access. During ongoing support, the device reportedly generated frequent suction alarms occurring multiple times per hour despite multiple repositioning attempts and serial transthoracic echocardiograms performed to confirm appropriate pump depth and orientation, as well as assessment of preload and right ventricular function. Suction alarms persisted across p-levels p4 through p8 and did not resolve with volume administration or reductions in p-level. The clinical team elected to silence the suction audio alarms and reported maintaining heightened vigilance for pump positioning assessment and trending of hemolysis laboratory values. The patient developed a hematoma at the axillary access site. A pressure bag was placed, and a bivalirudin infusion was temporarily held. Cardiothoracic surgery evaluated the patient and determined no intervention was required, after which anticoagulation was resumed. Imaging was used to assess pump position and was reported as appropriate. Based on the information provided, this event involved persistent suction alarms during impella 5.5 support despite confirmed appropriate positioning and troubleshooting. The patient experienced an access-site hematoma, which was reported as a patient injury and attributed to impella support, with the hematoma identified as a contributing factor. Hemolysis pending lab values. No device removal or surgical intervention was required, and the patient remained on support. The device outcome involvement and failure mode could not be conclusively determined based on the available information. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d9 and h6.